Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm foreign matter on (B)(6) 2024, while giving a patient an indwelling puncture in a vein, a foreign object was found adhering to the front of the indwelling needle, which was immediately replaced with a new one without harm to the patient.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4052033. 1-the products of this batch were assembled at intima ii auto line 3 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found at the front end of the needles. Please see attachment for the photo. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Since the status and composition of the foreign matter at the front end of the indwelling needle cannot be confirmed, the source of the foreign matter cannot be determined. The plant will continue to track and trend for this issue.